Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that the bubble in cassettes popped causing the door to pop open. The cassettes exploded spilling fluid all over the floor. It sounded like a balloon popped. The patient contact does not know when this happened. Upon follow up, the patient contact acknowledged the reported event involved 3 cassettes during the same treatment but could not verify which date the fluid leak event occurred. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient contact reported that the cycler sets were discarded and not available to be returned to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that the bubble in cassettes popped causing the door to pop open. The cassettes exploded spilling fluid all over the floor. It sounded like a balloon popped. The patient contact does not know when this happened. Upon follow up, the patient contact acknowledged the reported event involved 3 cassettes during the same treatment but could not verify which date the fluid leak event occurred. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient contact reported that the cycler sets were discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.